Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: d314trg, ICD, implanted: (B)(6) 2013; 156065, st jude lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient had endocarditis and vegetation on the tricuspid annulus. Blood cultures were negative. The device system was explanted and subsequently replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.